Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 434 mg/dl at the time of the incident. The customer's spouse stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer's spouse also reported that the insulin pump alarmed no delivery while trying to deliver a bolus. Customer had a high blood glucose of 434 mg/dl and no form of treatment was reported and no high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.